Manufacturer narrative:
No low reservoir alarm was noted. The insulin pump was monitored and no blank display, low battery alert, or off no power alarm was noted. All operating currents were within specification and the insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. No motor error alarm was noted and the motor was tested outside of the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, cracked reservoir tube window and a loose and shifted end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed a motor error alarm during basal rate delivery. Customer's blood glucose was 56 mg/dl. During troubleshooting, insulin pump alarmed an off no power alarm. Customer changed the battery during troubleshooting, then the insulin pump had a blank display. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.